Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. The applicator had been fired correctly. The applicator was opened and the sharp was inspected; no issues observed with the sharp. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated. Inspected the plug assembly, no issues were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer reported "passing out after the excessive bleeding." No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. Customer reported "passing out after the excessive bleeding." No treatment was reported. There was no report of death or permanent injury associated with this event.